Manufacturer narrative:
One sample was received for quality investigation. Visual inspection of the sample indicates that there is loose foreign matter inside of the drip chamber. The customer complaint of foreign matter is confirmed. The root cause of the issue could not be determined because the reported batch number was reported as unknown, and therefore the production time period could not be reviewed for similar reported issues. The drip chamber supplier has been notified of the investigation and will take further action if they deem it necessary. We will continue to monitor the issue for any increasing trends of the issue. A device history record review could not be performed because the lot number was reported as unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had foreign matter in the fluid pathway. The following information was provided by the initial reporter: customer found cardboard looking material in the chamber on their short tubing set.